Manufacturer narrative:
Concomitant medical products: product ID: 3560030, lot#: va27ykp, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: (B)(4), ubd: 06-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with a lead for an advanced evaluation trial using an external neurostimulator (ens). It was reported that the tined lead and percutaneous extension chord were not properly connected intra-operatively during the stage 1 procedure. The blue tip of the lead was not inserted into the back of the perc-extension. The connection issue was not discovered until after the patient was brought to the pacu post-op when the rep could not successfully connect the enhanced verify to the patient's ens. The error code showed  that no lead was attached to the extension cable/ens and therefore, could not connect to the enhanced verify. The rep then tried disconnecting and reconnecting the ens, which did not resolve the issue. The patient was taken back to the or to check the connection in the pocket containing the lead and perc-extension. After speaking with the doctor, the doctor opened the pocket and disconnected the lead from the perc-extension, which had not been fully inserted into the perc-extension so that the blue markings were visible. They then reconnected the components inserting the lead fully, so that all blue markings were visible. Once reconnected, they confirmed the issue was resolved by successfully connecting the enhanced verify to the patient's ens. The doctor then closed the power and the patient felt stimulation post-op in the scrotum at 1.0 v. The issue was resolved at the time of the report. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). The rep was getting connection error that there was no lead attached. They said everything went fine in the operating room until they tried to connect the ens post-op. It was suggested to check connections, the extension/lead connection was buried so the healthcare provider would have to go back to the operating room to check. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that they had determined the connection issue was due to the lead not being fully inserted into the percutaneous extension the first time. They could see this once they opened the pocket. The lead was only partly inserted before it was secured with the torque wrench and then placed into the pocket, causing the post-op connection issue. As previously reported, the connection issue was amended between the percutaneous extension and the lead in the pocket holding the components and the issue was resolved.